Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was revealed that the right atrial lead exhibited several episodes that have occurred since (B)(6) 2019. These episodes were due to atrial lead noise. There were no true atrial arrhythmias noted. All other functions of the atrial lead were within normal range. The patient was completely unaware that there was lead noise noted or that there were any episodes stored. No interventions were made at this time. There were no consequences to the patient.